Event description:
A malfunction alarm was reported by a distributor from slovakia involving a malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was informed of the need to replace the pump, and a replacement pump was provided to ensure continuous insulin delivery.